Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to control section leakage while the user was handling the device, and water invaded the device. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU.): -inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation "e315 error". Further investigation highlighted the presence of corrosion in the device due to water invasion which could be the possible root cause for the reported error code. There were few additional findings dueing device evaluation. (A.)due to deformation of scope cover, water tightness was lost, (b.) Due to a crack on scope body, water tightness was lost, (c.) Celling plate was deformed, (d.) The flexibility adjustment ring and grip had a scratch, (e.) The switch button 1 had a pinhole, (f.) The air and water cylinder had discoloration, (g.) The suction cylinder had discoloration, (g.) The switch flexible printed circuit unit had corrosion due to water leakage, (h.) The water detection sticker dots were smudged and connected, (I.) The circuit board unit in the suction connector had discoloration due to water leakage, (j.) The cable unit had corrosion due to water leakage, (k.) The plug unit had corrosion due to water leakage, (l.) Due to burn on bending section cover, insulation resistance value at distal end does not meet the standard value, (m.) Due to wear of angle wire, bending angle in downward direction does not meet the standard value, (n.) The light guide lens had a crack, (n.) The coating of the connecting tube was peeled, (o.) And the coating of the universal cord was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited e315 error code. The issue occurred before the procedure. The intended endoscopic procedure was completed using a similar device. There was no harm to the patient or user associated with the event.